Event description:
It was reported that the ventricular lead exhibited a sensing anomaly, high pacing threshold, and high impedance. The lead had fractured. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.